Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported experiencing the following symptoms: "in and out of consciousness, nervousness, sweating, and confusion". The customer reports receiving a reading of 101 mg/dl on her freestyle freedom meter and calling the paramedics. The paramedics received a reading of 46 mg/dl on an unknown brand of hcp meter. The customer also reported having "chocolate milk, glucose gel and peanut butter" to counteract the event. There was no report of death or permanent impairment associated with this event.